Event description:
It was reported that in 2007, the pt had a hysterectomy with a bladder and rectum lift. After the surgery, the pt reported pain in her legs. The physician who performed the surgery told her that he tied the arms of the sling to the pt's tendons in both thighs. In 2008, the pt had revision surgery due to erosion.